Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a coronary sinus dissection and effusion were observed while advancing the positioning catheter during the implant procedure. The physician allege the event was related to the tortuous anatomy of the patient and not due to the performance of the catheter. As a result, the implant procedure was abandoned and will be performed at a later date. The patient was in stable condition.